Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. Product was provided for evaluation but analysis would not be able to confirm the complaint nor determine a potential root cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional g3: date received by manufacturer - additional g6: follow-up number - additional h2: if follow-up, what type - additional h3: device evaluated by manufacturer - additional h6: event problem and evaluation method codes - additional.